Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was blank and unreadable on the device. The cause was not determined for this issue, so no part was replaced to address the issue. There was no repair made to the device, and it will be scrapped. Additional findings not related to the malfunction/issue was the damage to the front enclosure case. There was no part(s) replaced, or repair to address this issue on the device since the device will be scrapped.